Event description:
The customer reported the screen was blank.

Manufacturer narrative:
(B)(4): a philips rep evaluated the unit and the reported symptom was duplicated. The control and keyscan pca were replaced to resolve the reported issue. Based on the available info, we could not determine the cause since multiple pcas were replaced.